Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the loosened scope socket, which prevented the scope from being mounted, and the insufficient illumination was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the xenon light source to the service center for a separate issue. During the device analysis, the service repair technician identified that the device exhibited a loosened scope socket, which prevented the scope from being mounted, and the illumination was insufficient. There was no patient involvement.